Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2024, the patient¿s cgm was providing a high reading (no specific value could be recalled) and the patient¿s doctor advised him to take an insulin injection to treat the high reading. The patient was wearing an unspecified insulin pump. However, it was reported the cgm was reading at a high bias inaccuracy and the patient overcorrected by giving this insulin dose, which was not needed. As the event occurred a long time ago, the patient could not recall all the event details, therefore specific cgm and bg meter readings could not be recalled. The overcorrection of insulin resulted in the patient losing consciousness due to hypoglycemia. Emergency medical service (ems) was called. Once ems arrived, the patient¿s bg meter reading was 20 mg/dl, and his blood pressure was also ¿slightly low¿. Ems treated the patient with an unspecified IV and transported him to the hospital. The patient was observed overnight and discharged the following day. The patient was ¿feeling much better¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.